Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the continuous glucose monitoring (cgm) system did not alert as intended. Reportedly, the customer ¿almost died¿ and has brain damage. Customer was using the dexcom mobile application with the pump at the time of the event. Customer declined troubleshooting with tandem technical support and declined to provide further information.